Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 600 mg/dl with polyuria and polydypsia ketones associated with moisture in the cartridge compartment. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia because of moisture in the cartridge compartment.

Manufacturer narrative:
Follow-up #1: correction to (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was moisture in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1: 09/25/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the device it was noted that there was a crack on the battery compartment on the side at the threads above the bumper pad. No further damage was noted. A leak test was performed which confirms the battery compartment was leaking from this crack. The pump case was removed and no evidence of moisture was found inside the pump.